Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual inspection did not identify any non-conformities. A functional test was performed on the device with a reference generator and bipolar cord. The device passed the functional test, it generated steam and heat and cut w/o difficulty. Based upon the rec'd condition of the device, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the electrical connector on the vasoview 7 xb was not working. A replacement device was used to complete the procedure. The hospital did not report any pt effects.